Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2017, follow-up computed tomography revealed a type ia endoleak. On (B)(6) 2017, the patient underwent an endovascular reintervention. An additional gore® excluder® component was implanted to proximal neck. The type ia endoleak was resolved. The patient tolerated the procedure.